Event description:
It was reported that the sheath was placed in the right femoral central venous catheter (cvc) of the (B)(6) old male pt. The clinician did not notice that the perforated line on the sheath was in fact not perforated until he attempted to pull it apart when it was in situ in the pt. As a result, the sheath had to be cut down both sides to remove it. It was difficult and dangerous, as cutting down the line that was supposed to be perforated meant cutting close to the actual cvc and therefore, posed a significant risk to the pt. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.